Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.

Event description:
It was reported that the system displayed user advisory 45 (not at "home" position after power-on/reset) when attempting to reset the lifeband. User advisory was cleared, but it occurred again on a different day. No other info was provided.